Event description:
Complainant alleged that the medics were attempting to defibrillate an elderly male pt in his eighties, & who was in full cardiac arrest. The medics attempted to defibrillate the pt three times using a multi-function cable and electrodes, but the device failed to discharge. The medics continued to attempt to defibrillate the pt, & the device then successfully discharged (number of device discharges & joule settings unk). The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction.

Manufacturer narrative:
The complainant is in the process of providing written verification to zoll that the two reported events are, in fact, one event.